Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patient is noted to have a ¿very abnormal¿ knee during revision. The surgeon noted the patient had poor bone quality, multiple old and new stress fractures and subsequent recurrence of her previous varus deformity. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 10/21/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate upon revision lysis was found on the femur, loose portions of cement were found, the patient had synovitis and inflammation. The patient's insert and patella are being added to the complaint at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der received, group: dots. Patient was revised to address aseptic loosening of the tibial component. The loosening interface is unknown. Cement was manufactured by depuy.